Manufacturer narrative:
Additional information was received. The patient is doing well and has been discharged.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
UDI number: (B)(4). Per the instructions for use (IFU), cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, the device was not returned for evaluation. However, there was no allegation or indication a device malfunction contributed to this adverse event. Per the report, the ventricular perforation was likely caused by the extremely stiff wire used to implant the valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(6), a few moments post implant of a 23mm sapien 3 valve in aortic position by transfemoral approach, the patient became hypotensive and went into complete cardiac arrest. CPR maneuvers were performed. Angiography showed no evidence of coronary obstruction. Echocardiography showed a pericardial tamponade and a pericardial drainage was performed with a partial restoration of the patient¿s blood pressure. The patient was transferred to operating room and underwent repair surgery. A hole in the left ventricle was observed. Surgery was successful and patient is currently stable, extubated, and under observation in ICU. The perceived root cause was ventricular perforation, which was likely caused by the extremely stiff wire used to implant the valve.